Manufacturer narrative:
Device evaluated by MFR.: visual examination revealed that the balloon was subjected to positive pressure and was returned in a deflated state. A visual examination of the balloon identified no damages. A kink was identified on the hypotube shaft, 22.6 cm distal to the distal end of the strain relief. A kink was identified on the shaft polymer extrusion, 3cm distal from port exchange. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blades revealed that the proximal blade segment was bent with 1mm of the distal blade segment missing. The blade and pad were fully bonded on the balloon. Approximately 1mm of the proximal end of the proximal blade segment was missing. The rest of the blade was fully bonded on the balloon and the pad was fully intact. An examination identified that proximal blade segment was lifted. No other damage was present. The blade and pad were fully bonded on the balloon. No issues were with the tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 28jun2024. It was reported that the device was deformed and could not be used. The target lesion was located in the heart vessels. A 6mmx2.00mm wolverine cutting balloon was selected for percutaneous intracoronary balloon dilation. During procedure, it was noted that the device was deformed and could not be used. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that the proximal blade segment was lifted.